Event description:
It is reported that the peg broke off the patella protector.

Manufacturer narrative:
Evaluation summary: as returned, the patella protector has one of four pegs fractured and missing. Material hardness and dimensional readings are conforming to print specifications. The device has been in the field for approximately 5 years. The device has wear indicative of significant use and appears to have exceeded its normal end of life. Evaluation: material hardness and dimensional readings are conforming to print specifications. The manufacturing records were reviewed and found to be conforming indicating that the device was inspected, manufactured, and packaged to specification.